Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6). A getinge field service engineer (fse) evaluated the unit and display cable was removed and reconnected. All the other display connections were checked and found to be ok, with no loose connections. The display is now working properly. All functional and safety checks are met to factory specifications were performed.

Event description:
It was reported by the customer that during routine checks the cs100 intra aortic balloon pump (iabp) is showing display problem. The display was flickering and sometimes the display would go blank. There was no patient involved.